Event description:
It was reported that the face of the unit is in a foreign language. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed and confirmed the issue. Functional testing found the issue was caused by placing the incorrect faceplate on the device. The root cause of the reported issue was found to be manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and the error was verified in review of the manufacturing DHR. A CAPA was raised to address other affected units still in inventory. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).